Event description:
MFR rec'd a report from an attorney stating that a person felt while using a walker and sustained a neck fracture. Because the walker had been disassembled prior to evaluation, determining whether this incident was the result of a malfunction was inconclusive.